Event description:
The suspect device was 440 mg/dl. The user called the dr and was advised to go the the hosp. One hour later at the hsop their glucose was 119 mg/dl on a hosp meter. No treatment was given and user was allowed to go home. Controls were not used. The device was replaced and requested to be returned for eval.